Event description:
The device was explanted due to cholesteatoma and infection.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the recipient had a cholesteatoma and infection. A revision surgery was carried out to treat the infection and the cholesteatoma. The implant was positioned again appropriately, thus it remained implanted and in use. Latest information received states a re-occurrence of infection, which this time led to device explantation. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of infection. This is a final report.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient suffered from a cholesteatoma and infection, which caused the active electrode to extrude through the tympanic membrane. A revision surgery was carried out to treat the infection and the cholesteatoma. The implant was positioned again appropriately, thus it remained implanted and in use. Latest information received states a re-occurrence of infection, which this time led to device explantation. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of infection. The explanted device has not been received for investigation yet.

Event description:
The device was explanted due to infection.

Event description:
The device was explanted due to infection.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.